Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. The batch review was performed on the associated lot (h11c26055) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set), during drain 1 of 4 on the home choice (hc). The technical services representative (tsr) explained the alarm and instructed the home patient (hp) to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg stated the hp resumed therapy on the cycler with new supplies. The hp had not contacted her peritoneal dialysis registered nurse (pdrn) regarding the alarm. Ps explained the alarm to the cg and recommended the hp let the pd rn know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.